Manufacturer narrative:
A review of mfg and sterilization records was performed and there were not any problems noted that would impact this report. An outside physician was consulted on this event. Response is that the pt has history of exuberant scar tissue formation in reaction to mesh. Reaction was to mesh, but pt has a history of scar, pain and surgery for same issue. The pain is likely due to pt disease / clinical history of excessive / exuberant scar formation and pain. Related reports: 1219977-2014-00375, 1219977-2014-00388.

Event description:
Pt had laparoscopic repair of an inguinal hernia. Since that time he has had at least two surgeries for excess pain and the mesh was explanted.